Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: information was received from a patient regarding an external device. Patient said today they went to charge a little bit, but when they went to picked up the recharger off the dock, the on/off button was flashing red and error tone could be heard over the phone. Agent had patient enter the recharging app, and patient reported error code 3167. Agent walked patient through resetting recharger and patient was then able to connect and start charging again. Patient had some issues with connection on the call still but would keep trying to reposition. The troubleshooting steps that were taken on the call resolved the error code issue. (B)(6) 2025: patient called back and repeated events that have already been reported. Patient mentioned that they are still having the same problem and it's getting worse. Patient also mentioned about their implant poking out half of an inch already. Agent reviewed that this could be a potential reason why they are having a problem. Agent redirected the patient to their managing hcp and medtronic rep to for further assistance. Caller mentioned having paralyzed legs.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.